Manufacturer narrative:
Section a4: patient weight was requested but not provided manufacturer's investigation conclusion: analysis of the log files provided by the account did not confirm the report of a driveline disconnection that resulted in the patient exchanging their controller. The driveline was disconnected at the end of the file for the reported controller exchange. The submitted system controller event log file contained data from 12oct2020 through 14oct2020, when the controller was exchanged. Starting on 14oct2020 at 13:30:48, backup battery fault alarms were observed. The alarms were observed until both power cables were disconnected from the controller approximately three minutes later (covered under manufacturer report number 2916596-2020-05236), resulting in a no external power alarm. Several more no external power alarms were observed until both power cables and the driveline were disconnected at 13:34:39 and remained disconnected until the end of the file. It was reported that the patient changed their controller. No driveline disconnect alarms were observed prior to the driveline disconnect for the controller exchange. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-018186. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for mlp-018186 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20aug2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Missing information - patient weight. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-05236. It was reported that the patient leaned against a car and their controller started alarming. The patient was on batteries at the time of the event. The patient stated that they looked at their controller and there was a message that said "connect driveline" and a red light was illuminated. The yellow wrench was also illuminated. The patient checked his driveline and batteries and reported that everything felt properly connected. The patient changed their controller and has not had any recurrent issues. Technical services (ts) reviewed the log file and noted backup battery faults occurring on (B)(6) 2020 that lasted for about three minutes and then both leads were disconnected and it appears that the controller was exchanged. There was nothing unusual noted in the log file up until the start of the backup battery faults.